Event description:
The pt fell several years ago and lost stimulation sensation. The implantable neurostimulator was replaced (reference mfg report# 3004209178200901507). The pt felt no stimulation sensation when the device was turned on and never had therapeutic effect. Interrogation of the device revealed bipolar impedance readings less than 250 ohms. The device was reprogrammed using electrode 1 and 3. The pt felt good stimulation afterward.